Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the reload fell of the device while toggling. The device was also difficult to toggle and there was difficulty loading the reload. A new reload and handle was used to complete the case. There was no patient injury. The patient is currently fine.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of 34 needles and 4 labels . Four needles had cone marks, three needles were bent and four needles had marks along the same plane as loading slot. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of difficult to load. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. However, the investigation also detected secondary conditions of premature toggling and obstruction that have a relationship to the reported incident. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.